Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted: (B)(6) 2001; 694765 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection, with pus coming from the pocket. The entire system was explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection, with pus coming from the pocket. The entire system was explanted, with a ntibiotic treatment provided. The system was later replaced. No further patient complications have been reported as a result of this event.